Event description:
Rptr had silicone implants implanted in 1978. She has had headaches and various illnesses for a number of yrs. Drs couldn't find anything specifically wrong with her until 1992. She had the implants removed in late 1991. She has been diagnosed with pernicious anemia, raynaud's syndrome, peripheral neuropathy, chronic myalgia, autoimmune disease, and several other illnesses.